Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing coil embolization procedure in the left middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the proximal end of the benchmark was fractured while being advanced into the rotating hemostasis valve (rhv) on a neuron max 6f 088 long sheath (neuron max). Consequently, the hub of the benchmark was damaged. Therefore, the benchmark was removed, and the procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.